Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip is indeed broken off as complained (several bits). We found marks of hammer blows on the handle which indicate that this awl was subjected to inappropriate handling. Therefore we do suppose that the cause of this breakage was due to too high mechanical force. The fracture area is homogenous which indicates material conformity. No product fault could be detected.

Event description:
It was reported that an awl cracked when opening the medullary canal. Kirschner wire was inserted and the awl was guided for it. This occurred during an operation on a (B)(6) man with a very thick cortex. All broken parts were retrieved. This is report 1 of 1 for complaint (B)(4).